Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injuried as a result of the event. The puritan bennett customer support engineer (cse) verified but could not duplicate the malfunction. The unit passed extending self testing.